Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of breast pain. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Pain is a known inherent risk of surgery and listed as a possible complication in the adverse reaction section of the instruction for use (IFU) supplied with the device. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(6): on (B)(6) 2018, patient underwent bilateral revision augmentation; lower pole bottoming out (lower pole stretch defect) using a horizontal in imf incision. 2 pieces of galashape (galaflex 3d) were used. No concomitant procedures were performed. On (B)(6) 2019, left breast pain was reported. On (B)(6) 2019, patient had an additional procedure as treatment - left breast capsulorraphy which was completed without complications. No end date was given and no further documented follow up given. Review by medical affairs identifies the reported breast pain as likely related to the device and serious.